Event description:
It was reported that the gastrointestinal videoscope exhibited blurry lens and biofilm during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure, blurry image, was not confirmed, however, the reported failure, biofilm, was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device objective lens is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction(s) biofilm and charged coupled device objective lens is dirty: the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.